Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject underwent a revision due to loosening after removal of glenoid due to loosening in (B)(6) 2019. No other effects noted in reported. Subject: (B)(4).